Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap on the bd intima ii¿ IV catheter was loose and had an insecure connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot# 8079185 was reviewed, no related abnormalities were found during the manufacturing process. A representative sample was provided for the purpose of aiding our quality engineer's investigation, the representative sample was subjected to torque and leakage tests to determine the point of origin for any potential defects that may have caused this event. All testing results for the returned device fell with the products specified parameters. Without the ability to investigate the replicate or observe the reported failure mode our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the cap on the bd intima ii¿ IV catheter was loose and had an insecure connection. There was no report of exposure, injury, or medical intervention.